Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose was 400 mg/dl. Customer changed the pump supplies and insulin delivery was resumed.